Manufacturer narrative:
During evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's active exhalation control board was replaced to address the issue.

Event description:
A ventilator was returned ot the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was no tin patient use.